Event description:
Consumer called to report using a new vial of strips and getting high results. Adjusting their insulin dosing on the readings and wound up in the hospital. Had a reading of 18 when ambulance arrived. Believes the monitor was reading inaccurately.